Event description:
It was reported that during the pre-use check, the breathing filter got detached. No patient injury was reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected: results: breathing filter is loose from adult tube bushing. Dimensional test: samples were measured on equipment push-pull scale ID# (B)(4) (calibration due date 08/2022) per procedure md01-106 rev. 002 test for iso insertion depth / table section # 1 iso tapered fitting insertion force: size 22mm need to be inspected with a minimum and maximum force (10.11 lbs - 12.41 lbs) current sample result: taper verification of the pieces are not accepted with a minimum force of 10.1 lbs. Conclusions: based on the visual and dimensional results the nonconformance reported as breathing filter is confirmed due dimensional issue on the breathing filter. Component pn 225-2896-500. Root cause: the event description provided it by the customer: 'connection between the breathing circuit and the breathing filter was loose?' Base on the investigation results the issue reported is confirmed as supplier issue. Action taken: corrective actions will be addressed and implemented trough supply notification snn-(B)(4) - (B)(6) 2021. Third investigation was open it to our supplier quality (B)(4) - (B)(6) 2021.

Manufacturer narrative:
Visual inspection: the sample was visually inspected: results: breathing filter is loose from adult tube bushing. Dimensional test: samples were measured on equipment push-pull scale ID# (B)(4) (calibration due date 08/2022) per procedure md01-106 rev. 002 test for iso insertion depth / table section # 1 iso tapered fitting insertion force: size 22mm need to be inspected with a minimum and maximum force (10.11 lbs - 12.41 lbs) current sample result: taper verification of the pieces are not accepted with a minimum force of 10.1 lbs. Conclusions: based on the visual and dimensional results the nonconformance reported as breathing filter is confirmed due dimensional issue on the breathing filter. Component pn 225-2896-500. Root cause: the event description provided it by the customer: 'connection between the breathing circuit and the breathing filter was loose?' Base on the investigation results the issue reported is confirmed as supplier issue. Action taken: corrective actions will be addressed and implemented trough supply notification snn-(B)(4) - (B)(6) 2021. Third investigation was open it to our supplier quality (B)(4) - (B)(6) 2021.

Event description:
It was reported that during the pre-use check, the breathing filter got detached. No patient injury was reported.